Event description:
Pt called to report adverse reactions to essure permanent birth control system. Pt stated soon after implantation, she had a "weird", constant headache that she was able to treat with medication. Pt said her periods got very bad and that she feels sick with flu-like symptoms of vomiting, fever and weakness. She said the bleeding is very heavy with heavy clotting and pelvic pain. Pt stated about a year and a half after implantation, she started getting yeast infections every month with severe rashes and pelvic pain. She said she experiences constant headaches now that will not go away, causing her trouble focusing and staying on task. She said she has nausea, problems eating, vomiting after eating, always feels tired, dizziness, bloating, heartburn, gas and chest pain. Pt stated she has a pacemaker implanted, and the heart palpitations from the essure are affecting her pacemaker and causing it to work harder than it should. On (B)(6) 2013, she said she had an ultrasound where a fluid filled mass was detected. She says she gets sharp pains starting in her back, running down her legs, and throughout her whole body. She is extremely unhappy with the device, but is unsure if she can have it removed. She stated she has contacted an attorney.